Manufacturer narrative:
Initial.

Event description:
It was reported that after a high-carbohydrate breakfast and a larger-than-usual meal announcement on the ilet, the user experienced elevated blood glucose that continued to rise until they changed the infusion set to a new site, after which glucose began trending down; no device alerts or alarms were reported and no specific device component issue was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to determine a device problem or a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.